Event description:
Customer reported that the comdu alarm sounded and the monitoring computer on the css console displayed an error message while supporting a patient. The computer was restarted, and it resumed normal operation. There was no patient impact and css console performance was not affected. This alleged malfunction poses a low risk to the patient because it did not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control console functionality. Syncardia has requested that the css console be returned for evaluation when it is no longer supporting a patient.